Manufacturer narrative:
Batch review performed on 11 june 2025. (B)(4) items manufactured and released on 13/12/2023. Expiration date: 22/11/2028. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in reporting pain and instability due to tibial loosening (cementless) and the cause is unknown. It was noted that the CT scan showed no ingrowth on the keel. About 7 months after the primary surgery, the surgeon revised all components (gmk-spherika reimplanted), and the surgery was completed successfully.